Event description:
A resolution clip device was used in a female patient during an endoscopic post polypectomy procedure. According to the complainant, "the clip would not disengage from the catheter system." The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 0.5 inches from the distal end. The control wire was separated per design and was kinked near the handle. The clip assembly appeared to have been deployed properly. Since the clip assembly was not returned, the cause of the reported malfunction cannot be determined. The DHR (device history record) revealed no anomalies.